Event description:
It was reported that during a hemorrhoidectomy procedure, the active branch broke and fell in the middle of the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.